Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract surgery an ophthalmic laser probe got caught and could not be inserted into the patients' eye. The surgery was completed after replacing the product with another one. There is no patient impact.

Manufacturer narrative:
Additional information was provided in sections d.9, h.3, h.6 and h.10. The ophthalmic laser probe was received, and a visual assessment of the returned sample revealed no obvious visual nonconformity. Trocar testing revealed an uneven tip outer diameter. The reported event was confirmed and replicated. A probe non-conformance-based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. The root cause of the reported event is attributed to an uneven tip outer diameter. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).